Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke, death).

Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the mid rca, one in the distal rca and one in the plsa. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow ups. It is reported that the patient suffered a stroke approximately 18.5 months post index procedure. Stroke diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator indicated that it was not related to the study stent. It is reported that the patient suffered an intracranial hemorrhage resulting in the patient death. Investigator has indicated that the event was not related to mi and there was no evidence of stent thrombosis. Autopsy report is not available. MFR # 9612164-2011-01345, 9612164-2011-01346, 9612164-2011-01347.

Event description:
Patient received plasma and aspirin was held to treat previously reported intracranial hemorrhage.